Manufacturer narrative:
A review of the receiving inspection (ri) for approximator fc inserter was conducted identifying that lot number nw98156 was released in a single batch on april 26, 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: visual inspection of the complaint device showed no exterior damage. A functional assessment was performed on the complaint device. The device was able to be assembled and disassembled with the mating devices. The complaint cannot be replicated with returned devices. This complaint is not confirmed as there is no damage, it was assembled and disassembled as intended. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that while using the new flex clip reducers, the insertor became stuck in the flex clip. This happened with five (5) different pairs of new instruments. Thee reducers were able to be removed from the screw head/top notch but were extremely hard to disengage from one another. This report is for a flex clip inserter. This is report 1 of 5 for (B)(4). Additional devices are captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date updated h4: manufacturing date updated h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history lot a review of the receiving inspection (ri) for approximator fc inserter was conducted identifying that lot number nw98156 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on apr 26, 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Event date.